Event description:
It was reported that patient experienced discomfort at the ipg site. Reportedly, the ipg had migrated medially near the spine. In turn, patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was explanted and replaced. The issue was resolved.